Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was implanted in the atrium. Post-implant, device clinic nurse attempted to program the ipg but realized device was a ventricular device only. The ipg remains in use, however a system explant and replacement is scheduled to upgrade the system. No patient complications have been reported as a result of this event.